Event description:
It was reported that the patient experienced fluid loss, an aneurysm in both cylinders, and the device did not inflate properly with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new 18cm x 9.5mm ipp cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The cylinder had cut fabric threads. The other cylinder performed within specifications.

Event description:
It was reported that the patient experienced fluid loss, an aneurysm in both cylinders, and the device did not inflate properly with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new 18cm x 9.5mm ipp cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.